Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected frt4 result, generated by the access 2 immunoassay analyzer. Subsequent testing of the patient's sample on the same analyzer produced a higher result within the normal reference range. The results were reported out of the lab. The effect to patient is unknown at this time.

Manufacturer narrative:
Sample type information has not been supplied to bci. The customer centrifuges samples for 15 minutes at 3342 rpm. The sample was a full draw. Per the customer supplied qc charts, level 2 and level 3 frt4 qc were within the customer's established ranges. Level 1 qc information has not been supplied to bci. There were no error messages posted at the time of the event. Frt4 calibrator material (lot 017680) was stored by customer in the refrigerator. Per bci customer letter sent (B)(4) 2010 "access free t4 calibrator lot numbers 017458 and higher must be stored frozen." The customer reused calibrator material. Bci frt4 instructions for use states "thaw only once." Service was not dispatched for this event. Although customer product handling may have been a contributing factor, a definitive root cause has not been determined to date for this event.